Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up and the CT showed there was disease progression of the iliac artery on the right side. Per the physician the cause of the event is anatomy related, due to a 4cm iliac aneurysm below the existing endurant limb on right side of patient. The decision was made to coil the hypogastric artery on the right side and extend with an endurant stent graft and this successfully resolved the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.